Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. There have been no other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient had inadequate visual function near/far. The iol was exchanged with an alternate iol following the initial procedure. Poor new function in the iol was the clinical reason mentioned. There was no patient harm. Additional information has been requested; however, further information has not been received.